Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer removed the back panel and found all controller board lights were functioning normally. Shut the station down, reseated the cables at the back of the drawer, and restarted the station. Ran the hardware test application. Restarted the station again and performed the hardware test application (hta) final test. The customer then completed a successful inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not on the bus, and a reboot had been attempted without success. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.